Event description:
It was reported that the tip of the inserter broke off during the procedure. The broken piece was retrieved. No patient complications were reported.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.